Event description:
Mobility is very limited [mobility decreased]. Can't travel and can't do my daily activities/I am basically disabled [activities of daily living impaired]. Case narrative: initial information was received from canada on (B)(6) 2022 regarding an unsolicited valid serious case received from a patient. This case involves a 73 years old female patient whose mobility is very limited and can't travel and can't do my daily activities/I am basically disabled after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received 5th injection of synvisc (hylan g-f 20, sodium hyaluronate) in knee (dose, route, frequency, expiry date, indication, lot - unknown). Information on batch number was requested. On an unknown date, after unknown latency, the patient's mobility was very limited (mobility decreased, lead to disability), patient could not travel, could not do daily activities. She was basically disabled (loss of personal independence in daily activities, caused disability). The patient asked for some form of compensation, since she was injured because of product. The patient had to undergo physio. She asked for options, was that too bad for her or did the company compensate patients who have been injured by one of their products. The patient was still experiencing symptoms despite treatment action taken: unknown for both the events. Corrective treatment: physiotherapy for both the events. At time of reporting, the outcome was not recovered for both the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated on (B)(6) 2022: this case involves a 73 years old female patient whose mobility is very limited and can't travel and can't do daily activities/was basically disabled after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.